Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 402 mg/dl and a concurrent high sensor reading shortly after an infusion set change and dinner, while using an ilet system with an inset 23" infusion set; the user questioned whether infusion site issues or scar tissue contributed, and the agent offered a site change, after which the user elected to monitor for downward trends and later reported a decrease to 375 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.